Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: three photos and one actual sample was received by our quality team for evaluation. From the photos, black foreign matter was observed. The sample was subjected to visual inspection and black embedded foreign matter was observed on the needle hub. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and starts to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately cleaned to remove the carbonized layer and there was no preventative maintenance to perform purging to prevent formation of the carbonized layer.

Event description:
It was reported that needle 21g 1in tw had foreign matter in the needle hub. The following information was provided by the initial reporter: foreign material at the needle hub. There is a black foreign material in the needle hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 21g 1in tw had foreign matter in the needle hub. The following information was provided by the initial reporter: foreign material at the needle hub. There is a black foreign material in the needle hub.